Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redw1109 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient presented to the home care office and was seen in the treatment room for routine dressing change of a PICC site. Lpn providing the care removed the old dressing and proceeded to clean the site. When slightly repositioning the PICC line, the lpn noticed there was a crack and the client was slowly oozing sanguineous fluid from the crack in the line. It was stated the location of the crack is on the red lumen line of the PICC line. Lpn finished cleaning the site, put a dressing on the site and sent client to the nearest hospital that could assess the PICC and reinsert a new line.